Manufacturer narrative:
A ge oec service representative investigated the issue and found the isolation transformer needed to be re-tapped for facility power supply. The isolation transformer was re-tapped. Additionally, the data on the nodes was erased and re-loaded, as were the calibration files. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide additional patient information with respect to any incidents with this system or malfunction.

Event description:
The ge oec 9800 fluoroscopy system had occasions where the system would not boot up. Facility service engineer stated generator locks ups.